Manufacturer narrative:
Complaint was forwarded to plant for investigation. Plant awaiting sample return. Will file follow up medwatch report once plant receives and evaluates sample.

Event description:
Home dialysis patient received masks that he says are dusty/have lots of lint and make him cough/sneeze/get a sore throat. He saw his family physician and was diagnosed with bronchitis, which he states his physician said is due to the masks. He was prescribed antibiotics. He is now using a different mask, apparently without problems.

Manufacturer narrative:
This follow up report is based on sample receipt. The lot number was provided, therefore the device history record was reviewed, and  no quality issues were reported. (B)(4) samples were received, and were evaluated for dimensions, folds, foreign particles / fibers on the surface. A sample mask was worn for 45 minutes, and no defects were observed. Based off of the evaluation of the samples, the issue was not confirmed. There is no corrective action at this time, however we will continue to monitor complaints for such issues. All finished goods are made from qualified material that is tested before use. Final finished product must meet product specification and process requirements before final release to salable inventory.